Event description:
It is reported that during surgery on (B) (6) 2009, the articular surface contained the wrong screw. *only locking screw being returned. Articular surface was implanted.*

Manufacturer narrative:
This report will be amended when our investigation is completed.